Event description:
In 05, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The pt obtained results of 243 and 106 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodololgy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20 mg/dl. The customer care rep walked the pt through 2 consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.